Manufacturer narrative:
The device history record review showed no abnormalities related to the reported failure. The device was manufactured in 2012 show/. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was unconfirmed. Root cause analysis could not be completed at the moment since the device was not returned for evaluation. Most probable root causes are: worn degraded device (wear and tear). Incorrectly assembled device. Device out of specification calibration . Device deficiency identified during procedure. Patient may be under anesthesia. Assumes no other device available. Improper technique used during procedure. Inadequately maintained device used for procedure. Device used with incorrect unauthorized devices accessories for procedure. Improper maintenance. Device identifier number : (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that a physician used an a1114 mayfield infinity skull clamp on an unspecified date. At that time, the physician tested and assured that it was locked but felt that something internal was the problem. The team had no option at that point but to use the clamp. The clamp slipped, causing an injury. Additional information was received on 17apr2019 stated that the procedure was a posterior cervical to thoracic fusion. Sixty five (65) pounds (lbs.) Of pressure was applied by the surgeon. The clamp was being used for about an hour before the problem with the clamp occurred. A fifteen (15) minute surgery delay was noted. Patient outcome was reported as good.